Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3093-28, lot# v423798, implanted: (B)(6) 2010, explanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that three years ago, the healthcare provider conducted a test to see if the ¿medtronic bladder control implant¿ would help and we got amazing results in the test. The patient had the implant and the result we ¿abysmal and hardly better than no implant.¿ after two and a half years, the device failed and after consulting with the healthcare provider and the manufacturer representative in the healthcare provider office. The patient decided to have the implant replaced. The manufacturer representative ¿touted his exceptional ability to program and insure that the device was properly installed¿ and that we would get at least the test result range or better. The test produced 3-4 hours between trips to urinate. The original device afforded the patient to hardly 1 hour and never more than one and a half hour which the patient get with no device. Additional information received reported the manufacturer representative was not involved with this patient¿s trial or initial implant. It was reported that another manufacturer representative worked with the patient initially, but the manufacturer representative was no longer with medtronic. The manufacturer representative didn¿t get involved until several years later. The manufacturer representative noted an impedance check was done with the patient¿s previous device and the patient had several impedances >4,000. The patient had lost 40 to 50 pounds and the implant was swimming around in the pocket. The doctor decided to do a revision in (B)(6) 2013. The entire system was replaced at that time. Impedance measurements were normal after revision surgery. The manufacturer representative was asked when did they first became aware of the issues the patient was having. The manufacturer representative couldn¿t provide an exact date, but the manufacturer representative said it was about 3 months after implant. The manufacturer representative was asked to clarify if they meant 3 months after implant in (B)(6) 2010 or 3 months after implant in (B)(6) 2013. The manufacturer representative said they first became aware 3 months after implant in (B)(6) 2013. The manufacturer representative had no additional information to provide.